Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and device expulsion ("migration of essure device location of device: foreign body in uterus") in a 27-year-old female patient who had essure (batch no. B72672 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test.". The patient's concurrent conditions included morbid obesity, menstruation delayed, menopausal symptoms and foreign body in uterus, any part. Concomitant products included axotal (fioricet) since (B)(6) 2016, colecalciferol (vitamin d3) since (B)(6) 2016 and progesterone (progesteron) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pain in extremity ("pain in hands, finger, legs, bottom of feet"), vision blurred ("vision goes blurry/ blurry vision") and fatigue ("always tired/fatigue"). In 2016, the patient experienced perineal pain ("other injury(ies) or complication (s) please describe: perineal pain,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), menstruation irregular ("irregular period"), rash ("skin rash / rash on legs"), dysmenorrhoea ("severe menstruation and cramping"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain upper ("severe upper and lower abdominal pain"), headache ("severe headaches"), hormone level abnormal ("hormonal changes"), vaginal discharge ("vaginal discharge"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), vulvovaginal rash ("rashes or skin conditions type: vaginal and legs,"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (total laparoscoplc hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the device expulsion, pain in extremity, vision blurred, fatigue, alopecia, weight increased, menstruation irregular, rash, vulvovaginal rash, bladder disorder, urinary tract disorder and perineal pain outcome was unknown and the dysmenorrhoea, abdominal pain lower, abdominal pain upper, headache, hormone level abnormal, vaginal discharge and procedural pain was resolving. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, bladder disorder, device expulsion, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, perineal pain, procedural pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. (B)(6) 2016 - radiographic exam of the abdomen. Findings: there is moderate stool throughout the colon with otherwise unremarkable bowel gas pattern. There are linear essure devices projecting in the pelvis bilaterally. There is possible minimal left lower thoracic scoliosis with bones otherwise unremarkable. Ultrasound, pelvic transvaginal: ((B)(6) 2016). Right ovary: cyst(s): (appears polycystic). Left ovary: cyst(s): (appears polysystic). Essure coils difficult to ascertain on this exam. Assessment: pain in pelvis, menorrhagia, menopausal symptom, foreign. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality department mentioned that the reported lot number was invalid. FDA codes were added. No follow-up ptc investigation will be provided. Incident :no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and device dislocation ("migration of essure device location of device: foreign body in uterus") in a 27-year-old female patient who had essure (batch no. B72672) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test.". The patient's concurrent conditions included body mass index, menstruation delayed, menopausal and foreign body in uterus, any part. Concomitant products included axotal (fioricet) since (B)(6) 2016, colecalciferol (vitamin d3) since (B)(6) 2016 and progesterone (progesteron) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pain in extremity ("pain in hands, finger, legs, bottom of feet"), vision blurred ("vision goes blurry/ blurry vision") and fatigue ("always tired/fatigue"). In 2016, the patient experienced perineal pain ("other injury(ies) or complication (s) please describe: perineal pain,"). On an unknown date, the patient experienced pelvic pain, menorrhagia and device dislocation (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), menstruation irregular ("irregular period"), rash ("skin rash / rash on legs"), dysmenorrhoea ("severe menstruation and cramping"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain upper ("severe upper and lower abdominal pain"), headache ("severe headaches"), hormone level abnormal ("hormonal changes"), vaginal discharge ("vaginal discharge"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), vulvovaginal rash ("rashes or skin conditions type: vaginal and legs,"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the device dislocation, pain in extremity, vision blurred, fatigue, alopecia, weight increased, menstruation irregular, rash, vulvovaginal rash, bladder disorder, urinary tract disorder and perineal pain outcome was unknown and the dysmenorrhoea, abdominal pain lower, abdominal pain upper, headache, hormone level abnormal, vaginal discharge and procedural pain was resolving. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, bladder disorder, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, perineal pain, procedural pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. On (B)(6) 2016 - radiographic exam of the abdomen . Findings: there is moderate stool throughout the colon with otherwise unremarkable bowel gas pattern. There are linear essure devices projecting in the pelvis bilaterally. There is possible minimal left lower thoracic scoliosis with bones otherwise unremarkable. Ultrasound, pelvic transvaginal: ((B)(6) 2016). Right ovary: cyst(s): (appears polycystic). Left ovary: cyst(s): (appears polysystic). Essure coils difficult to ascertain on this exam. Assessment: pain in pelvis, menorrhagia, menopausal symptom, foreign most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff fact sheet and medical records, new reporter, patient relevant information, lab data,esuure indication permanent birth control by bilateral occlusion of the fallopian tubes ,start date, lot number b72672, concomitant product, new events abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: vaginal and legs, bladder or urinary problems or changes, migration of essure device location of device: foreign, other injury(ies) or complication (s) please describe: perineal pain and the patient did not undergo essure confirmation test.were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/extreme pain/chronic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/heavy bleeding') in a 27-year-old female patient who had essure (batch no. B72672-invalid.) Inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test." Medical conditions: (B)(6) 2016 - radiographic exam of the abdomen. Findings: there is moderate stool throughout the colon with otherwise unremarkable bowel gas pattern. There are linear essure devices projecting in the pelvis bilaterally. There is possible minimal left lower thoracic scoliosis with bones otherwise unremarkable. Ultrasound, pelvic transvaginal: on (B)(6) 2016. Right ovary: cyst(s): (appears polycystic). Left ovary: cyst(s): (appears polycystic). Essure coils difficult to ascertain on this exam. Assessment: pain in pelvis, menorrhagia, menopausal symptom, foreign. Concurrent conditions included morbid obesity, menstruation delayed, menopausal symptoms and foreign body in uterus, any part. Concomitant products included butalbital; caffeine; paracetamol (fioricet) since (B)(6) 2016, cholecalciferol (vitamin d3) since (B)(6) 2016 and progesterone (progesteron) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pain in extremity ("pain in hands, finger, legs, bottom of feet"), vision blurred ("vision goes blurry/ blurry vision") and fatigue ("always tired/fatigue"). In 2016, the patient experienced perineal pain ("other injury(ies) or complication (s) please describe: perineal pain,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: foreign body in uterus"), alopecia ("hair loss"), menstruation irregular ("irregular period"), rash ("skin rash / rash on legs"), dysmenorrhoea ("severe menstruation and cramping/bad cramp"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain upper ("severe upper and lower abdominal pain"), headache ("severe headaches"), vaginal discharge ("vaginal discharge"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), vulvovaginal rash ("rashes or skin conditions type: vaginal and legs,"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the device expulsion, pain in extremity, vision blurred, fatigue, alopecia, weight increased, menstruation irregular, rash, vulvovaginal rash, bladder disorder, urinary tract disorder, perineal pain, migraine, abdominal distension and vitamin d decreased outcome was unknown and the dysmenorrhoea, abdominal pain lower, abdominal pain upper, headache, hormone level abnormal, vaginal discharge and procedural pain was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, bladder disorder, device expulsion, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, pain in extremity, pelvic pain, perineal pain, procedural pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin d decreased, vulvovaginal rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pain in extremity ("pain in hands, finger, legs, bottom of feet"), vision blurred ("vision goes blurry/ blurry vision") and fatigue ("always tired/fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), weight increased ("weight gain"), menstruation irregular ("irregular period") and rash ("skin rash / rash"). The patient was treated with surgery (surgical removal of essure.). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, pain in extremity, vision blurred, fatigue, alopecia, weight increased, menstruation irregular and rash outcome was unknown. The reporter considered alopecia, menstruation irregular, pelvic pain, rash and weight increased to be related to essure. The reporter provided no causality assessment for fatigue, pain in extremity and vision blurred with essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received - case became incident as plaintiff eventually underwent surgical intervention. Lawyer was added as reporter. Event: skin rash, blurry vision, hair loss, weight gain, fatigue, irregular period, rash, pain was added. Event outcome was unknown. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration or perforation'), pelvic pain ('pain/extreme pain/chronic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/heavy bleeding') in a 27-year-old female patient who had essure (batch no. B72672-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test.". Medical conditions: (B)(6) 2016 - radiographic exam of the abdomen. Findings: there is moderate stool throughout the colon with otherwise unremarkable bowel gas pattern. There are linear essure devices projecting in the pelvis bilaterally. There is possible minimal left lower thoracic scoliosis with bones otherwise unremarkable. Ultrasound, pelvic transvaginal: ((B)(6) 2016). Right ovary: cyst(s): (appears polycystic). Left ovary: cyst(s): (appears polysystic). Essure coils difficult to ascertain on this exam. Assessment: pain in pelvis, menorrhagia, menopausal symptom, foreign. Concurrent conditions included morbid obesity, menstruation delayed, menopausal symptoms and foreign body in uterus, any part. Concomitant products included butalbital;caffeine;paracetamol (fioricet) since (B)(6) 2016, colecalciferol (vitamin d3) since (B)(6) 2016 and progesterone (progesteron) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pain in extremity ("pain in hands, finger, legs, bottom of feet"), vision blurred ("vision goes blurry/ blurry vision") and fatigue ("always tired/fatigue"). In 2016, the patient experienced perineal pain ("other injury(ies) or complication (s) please describe: perineal pain,"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: foreign body in uterus/migration"), alopecia ("hair loss"), menstruation irregular ("irregular period"), rash ("skin rash / rash on legs"), dysmenorrhoea ("severe menstruation and cramping/bad cramp"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain upper ("severe upper and lower abdominal pain"), headache ("severe headaches"), vaginal discharge ("vaginal discharge"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), vulvovaginal rash ("rashes or skin conditions type: vaginal and legs,"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery ( total laparoscoplc hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, pain in extremity, vision blurred, fatigue, alopecia, weight increased, menstruation irregular, rash, vulvovaginal rash, bladder disorder, urinary tract disorder, perineal pain, migraine, abdominal distension and vitamin d decreased outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, abdominal pain lower, abdominal pain upper, headache, hormone level abnormal, vaginal discharge and procedural pain was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, bladder disorder, device expulsion, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, pain in extremity, pelvic pain, perineal pain, procedural pain, rash, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin d decreased, vulvovaginal rash and weight increased to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received; discrepant information was added in rcc tab. Perforation was added as a event. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/extreme pain/chronic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/heavy bleeding') in a 27-year-old female patient who had essure (batch no. B72672 inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test.". Medical conditions: (B)(6) 2016 - radiographic exam of the abdomen. Findings: there is moderate stool throughout the colon with otherwise unremarkable bowel gas pattern. There are linear essure devices projecting in the pelvis bilaterally. There is possible minimal left lower thoracic scoliosis with bones otherwise unremarkable. Ultrasound, pelvic transvaginal: ((B)(6) 2016). Right ovary: cyst(s): (appears polycystic). Left ovary: cyst(s): (appears polycystic). Essure coils difficult to ascertain on this exam. Assessment: pain in pelvis, menorrhagia, menopausal symptom, foreign. Concurrent conditions included morbid obesity, menstruation delayed, menopausal symptoms and foreign body in uterus, any part. Concomitant products included butalbital;caffeine;paracetamol (fioricet) since (B)(6) 2016, cholecalciferol (vitamin d3) since (B)(6) 2016 and progesterone (progesterone) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pain in extremity ("pain in hands, finger, legs, bottom of feet"), vision blurred ("vision goes blurry/ blurry vision") and fatigue ("always tired/fatigue"). In 2016, the patient experienced perineal pain ("other injury(ies) or complication (s) please describe: perineal pain,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: foreign body in uterus"), alopecia ("hair loss"), menstruation irregular ("irregular period"), rash ("skin rash / rash on legs"), dysmenorrhoea ("severe menstruation and cramping/bad cramp"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain upper ("severe upper and lower abdominal pain"), headache ("severe headaches"), vaginal discharge ("vaginal discharge"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), vulvovaginal rash ("rashes or skin conditions type: vaginal and legs,"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the device expulsion, pain in extremity, vision blurred, fatigue, alopecia, weight increased, menstruation irregular, rash, vulvovaginal rash, bladder disorder, urinary tract disorder, perineal pain, migraine, abdominal distension and vitamin d decreased outcome was unknown and the dysmenorrhoea, abdominal pain lower, abdominal pain upper, headache, hormone level abnormal, vaginal discharge and procedural pain was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, bladder disorder, device expulsion, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, pain in extremity, pelvic pain, perineal pain, procedural pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin d decreased, vulvovaginal rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event migraines, bloating, low vitamin d was added. Reporter was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pain in extremity ("pain in hands, finger, legs, bottom of feet"), vision blurred ("vision goes blurry/ blurry vision") and fatigue ("always tired/fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), weight increased ("weight gain"), menstruation irregular ("irregular period"), rash ("skin rash / rash"), dysmenorrhoea ("severe menstruation and cramping"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain upper ("severe upper and lower abdominal pain"), headache ("severe headaches"), hormone level abnormal ("hormonal changes"), vaginal discharge ("vaginal discharge") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy to remove the essure device performed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pain in extremity, vision blurred, fatigue, alopecia, weight increased, menstruation irregular and rash outcome was unknown and the dysmenorrhoea, abdominal pain lower, abdominal pain upper, headache, hormone level abnormal, vaginal discharge and procedural pain was resolving. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, dysmenorrhoea, headache, hormone level abnormal, menstruation irregular, pelvic pain, procedural pain, rash, vaginal discharge and weight increased to be related to essure. The reporter provided no causality assessment for fatigue, pain in extremity and vision blurred with essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 21-sep-2017: reporter added, start date and stop date of drug was updated,events severe menstruation and cramping, severe upper and lower abdominal pain, severe headaches, hormonal changes, vaginal discharge and rashes were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.